Manufacturer narrative:
Section b5: corrected. Section h6 health effect impact code: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were submitted for review. The event log file captured constant driveline comm faults throughout the log file. The other comm line appeared to be intact since the data was still able to be viewed on interrogation. No pump stops were noted and due to persistent pulsatility index (pi) events and the constant driveline comm faults, the data capture was shortened to just several hours.

Event description:
It was reported that the patient presented at the clinic with a driveline fault alarm that had been occurring for over 2 weeks. It was noted that the patient fell due to weakness caused by hot weather outside on 17jul2024, which was around the time of the alarms. It was reported that there were no alarms directly associated with the fall. The patient then noticed a green/blue drainage from the driveline site following the fall. Pseudomonas was identified. Upon arriving in clinic, the patient had x-rays done to observe the driveline. Tech services evaluated the submitted x-ray images and noted it appeared there were no suspicious areas around the driveline. It was reported by the site that the driveline communication faults resolved following exchange of the modular cable and system controller. The patient was then admitted for a driveline site infection and received ongoing treatment with intravenous (IV) antibiotics and surgical debridement/vacuum assisted wound closure (wound vac).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.